Event description:
It was reported to vyaire medical that the avea ventilator was on a patient had an intermittent low ve (ventilation) and low vte (end tidal volume) alarm. The staff changed out the circuit due to excess amount of mucus/blood but the issue persisted through the shift. Apparently no changes occurred with the patient's vital signs but the abg results went from normal to respiratory acidosis over the 12-hour period. The ventilator was replaced. As of this time there is no information about patient harm associated with this reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.